Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, an increased pacing threshold and r-wave amp variation were observed with the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was in stable condition.